Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. Unable to verify for operating currents including weak battery and battery out of limit alarms due to no button response. The device had a scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 378 mg/dl. Troubleshooting was not performed. The device was returned for analysis.